Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
After cannula change, customer had high blood glucose levels, ketosis. Admitted to hospital. Customer's mother didn't know blood glucose levels. Customer removed soft cannula and noticed that soft cannula was bent. No allegation against cannula. Mother stated it was a handling error by her daughter. No material will be returned. Customer already discarded soft needle. Lot not provided.